Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, yellow particles on the shell, deformation, and crease fold. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Placed call to physician's office and it has been confirmed that per the latest pathology reports that the patient has not been diagnosed with alcl. Additional, changed, and/or corrected data: b.2, b.5, g.1.

Event description:
Per healthcare professional, the latest pathology reports received confirm that this patient does not have alcl.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of bia-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to "breast implant¿associated anaplastic large cell lymphoma." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side "breast implant¿associated anaplastic large cell lymphoma." Device remains implanted.